Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal and distal to the suture tie impression. The damage is consistent with friction caused by contact with the device can or with another device or anatomical structure.

Event description:
This report is to advise of an event observed during analysis.